Event description:
A (B)(6) female underwent a ventral hernia repair. During the procedure an ethicon scalpel broke. The procedure had to be aborted and fluoroscopy performed. No retained body observed on fluoroscopy. The procedure continued w/o incident.